Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick meter reading ¿high¿ and the ilet indicating a glucose level over 400, after previously being in bg run mode and then not receiving insulin. Symptoms included high blood glucose. Outcomes included the user being instructed to transition to prescribed backup therapy and the user confirming use of subcutaneous insulin via pen. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause for the hyperglycemia and an interruption in insulin delivery, though the specific device component involved was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.